Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to peeling between the lens and distal end, and leakage from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope did not insufflate. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: the nozzle and the adhesive around the light guide lens had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what was reported in b5, the device evaluation found the following: the grip, right/left knob, and the switch box had a scratch. The air/water cylinder had no color. The suction cylinder had no color, and the upward/downward angulation control knob had corrosion. Switch 1 had a pinhole, and the scope connector cover unit had discoloration. Due to adhesive peeling between the objective lens and distal end, water tightness is lost. Due to pinching on the bending section cover, water tightness is lost. Due to a chip on the plastic distal end cover, the insulation resistance value at the distal end does not meet the standard value. Due to a scratch on the objective lens, the image had a partially dark area. Due to the clogging of the nozzle, no air was fed. Due to clogging of the nozzle, no water was fed, and the light guide bundle was broken. The objective lens had a crack. The light guide lens had a chip. The connecting tube has a wrinkle. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.